Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure of the common bile duct performed on (B)(6), 2011. According to the complainant, during the procedure, on the endoscopy screen, a "black piece of rubber" was noted to be wrapped around the distal flange of the stent. Therefore, the device was removed from the patient. It was reported that the fragment was first noticed on the endoscopy screen, but the complaint stated that it could have been there from out of the package. The exact origin could not be identified. It was not thought to be a radiopaque (ro) marker, the suture of the stent, or a piece of the biopsy cap as no damage was noted to the biopsy cap. No damage was noted to the packaging of the device and the sterile seals were not compromised. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):preliminary investigation of the returned complaint device revealed there is a black piece of round material attached to the barb of the stent. It is not the ro marker, nor does it look like this foreign material could have been generated anywhere from this device. It is possible it came from interaction with another device the customer was using, however the evaluation has not been completed. Therefore, the exact cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure of the common bile duct performed on (B)(6), 2011. According to the complainant, during the procedure, on the endoscopy screen, a "black piece of rubber" was noted to be wrapped around the distal flange of the stent. Therefore, the device was removed from the patient. It was reported that the fragment was first noticed on the endoscopy screen, but the complaint stated that it could have been there from out of the package. The exact origin could not be identified. It was not thought to be a radiopaque (ro) marker, the suture of the stent, or a piece of the biopsy cap as no damage was noted to the biopsy cap. No damage was noted to the packaging of the device and the sterile seals were not compromised. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The stent was returned for evaluation and visual evaluation revealed a torn black piece of rubber wrapped around the distal barb of the stent. The black piece of rubber is not part of the suture, radio opaque marker or any material / component generated from the delivery system. The distal barb of the stent was found kinked likely due to its interaction with the rubber fragment. The condition of the returned device is consistent with the reported event that a black piece of rubber was noted on the stent. It should be noted that during manufacturing, 100% inspection is performed on all packaged units for foreign material. Based on the available information, the foreign material appears to be generated / dislodged from another device or the endoscope utilized during the procedure. Therefore, the most probable root cause of for this complaint is caused by other device. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.